Event description:
Ablation catheter was placed inside patient's body and would not connect to mapping system. Mapping system could not detect ablation catheter. Catheter removed and replaced with another ablation catheter which worked.